Event description:
It was reported that the filter appears to be tilted and at least one filter limb appears to be perforating the cava wall. The pt was reported to be asymptomatic. The physician is evaluating the course of action.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter remains implanted; therefore, not available for evaluation. The event investigation is currently underway.